Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 547 mg/dl and a large ketone level identified as dangerous. The customer believes that stress was a factor, however, customer's health care provider alleged that the pump was not operating properly; however this could not be confirmed as customer was unaware of why heath care provider believed pump was not operating properly. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, fluids, saline, potassium, and unspecified medicine. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.